Manufacturer narrative:
It was noted that the event occurred "in the time frame of 2-3 months". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was not sticking to the patient's body. The patient cleaned the site with alcohol and the set still would not stick. Patient's blood glucose levels were around 400mg/dl at the time of the event, but no intervention was required. No injury was reported. See MFR: 3012307300-2017-00994 and 3012307300-2017-00995.